Event description:
Same case as manufacturer's #: 6000093-2005-00599, 6000093-2005-00600, and 6000093-2005-00061. During a drug eluting stenting treatment procedure, an acute thrombosis occurred. In 2005 the pt presented to the cath lab with mildly calcified and mildly tortous lesions in the left anterior descending artery (lad), daigonal artery (dx), circumflex artery (cx), and obtuse marginal artery (om). The lesions were pre-dilated with a 2.5 x 20 mm maverick balloon. After predilation the physician successfully deployed a taxus express2 2.5 x 24 mm drug eluting stent in the lad at 8 atms for 20 seconds then re-inflated again at 8 atms for 20 seconds, a taxus express2 3.5 x 24 mm drug eluting stent in the cx at 10 and 12 atms for 20 seconds, and a taxus express2 3.5 x 12 mm drug eluting stent in the om at 8 and 9 atms for 20 seconds. After deployment the physician was very satisfied with the result. It was noted that the pt was on angiomax during the procedure and received plavix at the end of the case. One hour later the pt was brought back to the cath lab in full arrest. CPR was initiated and a temporary pacer was inserted in the right femoral. The temporary pacer was set at 80 ppm, 10 ma, demand mode. It was determined that the lad and cx had occluded. The physician then ballooned the thrombus with a 3.0 x 20 maverick balloon; however, the pt went into ventricular fibrillation. Defibrillation was initiated two times at 360. Iabp was inserted and pt transferred out of cath lab back to the floor. Pt expired later that day. In addition, there will be no autopsy.